Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to lcd damage. The insulin pump also had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump screen went dark on one side. The customer's blood glucose was unknown at the time of incident. The customer stated that changing the battery did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.